Event description:
It was reported that during a device change out procedure, there was difficulty inserting this left ventricular lead into the header of the new device. The physician checked and was able to insert this lv lead into the right atrial (ra) port of the device, and was able to insert the ra lead into the lv port. Eventually, the physician was able to successfully insert this lead into the appropriate port although force was required. The new device was successfully implanted and this lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).